Event description:
It was reported "during the procedure according to IFU, the md that the guide wire was bent so the coil could not go through. So the md opened up the new kit to finish the procedure". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: ((B)(4). The customer returned one guide wire within its advancer for analysis. Signs of use were observed on the guide wire. Visual analysis did not reveal any defects or anomalies with the guide wire. Microscopic examination confirmed both welds were present and were observed to be full and spherical. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit in-structs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it pass-es through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily ac-accomplished, radiographic visualization should be obtained, and further consultation requested.". The report that the guide wire kinked during use was not confirmed through examination of the re-turned sample. Visual analysis did not reveal any defects or anomalies with the returned sample. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md that the guide wire was bent so the coil could not go through. So the md opened up the new kit to finish the procedure". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).